Event description:
It was reported that during preparation of the 2.5 x 18 mm xience alpine stent delivery system (sds), the inflation device began to be attached onto the sds, but the hub of the sds separated. There was no patient involvement and a new xience alpine sds was used successfully to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for hub detachment from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.